Event description:
Malfunction of flow measurement during extracorporeal bypass procedure. The malfunction required the replacement of the device with a backup unit during the procedure. Therefore, the pt treatment was delayed.